Event description:
The customer reported they experienced a dirty needlestick due to the safety device failed. The customer advised they used "greiner bio 1- 21g straight needle, straight needle holder with safety device". The customer reported they "went to secure safety, instead of the safety covering the needle it went to the side of the needle, safety was being engaged with thumb." The customer reported numerous safety devices at the bottom of the box were detached/broken from the holders. The customer advised no photographs are available, remaining product was discarded.

Manufacturer narrative:
Complaint (B)(4). Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. The customer did not allege a product malfunction/deficiency. The cause of the event cannot be established.